Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted due to fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found inside the lead. The lead tip was not returned. The fracture directly next to the ring electrode probably occurred due to mechanical stress. Furthermore, the conductor coil was found squeezed and deformed in several regions, which probably occurred during the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to fracture. Should additional information be received, this file will be updated.